Event description:
During a right salpingo-oopohorectomy procedure, the device failed. Machine errored out side instrument error. Retorqued and errored again. Overheated. Pulled a new device and continued without incident. Surgeon was ablating and the backside of the shear was being used. There was no pt consequence.